Event description:
Patient was receiving portable CT scan. During the scan, the CT gantry stopped moving and the CT unit began to take repetitive scans at the same location. Scan was repeated and same event happened a second time. Ordering physician team determine further attempts were unnecessary as the area of interest had been visualized.